Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the adc device. The customer reported receiving a low glucose reading on the adc device, which was more than 10 mg/dl lower than a corresponding reading obtained from a blood glucose meter (both values unspecified). It is unknown whether the customer noted a trend arrow on the device. The customer subsequently received third-party administration of insulin (dose/type unspecified). As a result, the customer nearly required a hospital visit. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.